Event description:
Customer reportedly received result of 187 or 197 mg/dl on the advantage system and 737 mg/dl on a professional method within 10 minutes. Customer reports having chest pains and a headache (high blood glucose symptoms) with results taken on the advantage system, which prompted her to go to the hospital where she was hospitalized and treated with IV fluids (contents unknown). No quality controls were used. Requested return of suspect device, however, test strips are not available for return; replacement was sent.